Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product details. Therefore, no information was captured (model #, lot #, expiration date) and the device manufacture date could not be determined.

Event description:
The customer reported that she obtained blood glucose readings of 365 mg/dl on the contour next one meter and 72 mg/dl on the contour next link meter. No further event details were provided. There was no allegation of an adverse event. The customer disconnected the call, therefore, the device could not be requested back for evaluation and the replacement product could not be offered.